Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20033157, medical device expiration date: 2023-03-06, device manufacture date: 2020-03-06. Medical device lot #: 20056837, medical device expiration date: 2023-05-25, device manufacture date: 2020-05-25. Investigation summary: two photos but no physical samples were received by the quality team for evaluation. From the photos it was observed that there was a kink in the tubing below the drip chamber. A device history record review for model 2420-0007 lot number 20033157 and 20056837 was performed. The search showed that a total of (B)(4) units in lot number 20033157 was built on 06march2020 and showed that a total of (B)(4) units in lot number 20056837 was built on 26may2020 . There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Manufacturing has previously investigated the tubing kink issue. Public clinical information instructs to massage crimped/kinked areas to facilitate flow. Root cause analysis: based on the investigation the root cause of the kinked tubing was determined to be due to improper coiling and pouching during the manufacturing process. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 2ss cv tubing was kinked and blocked. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20033157, 20056837. It was reported that two sets of tubing had kinks in them. Additional information (customer response) 14-aug-2020: description of complaint: it was reported that two sets of tubing had kinks in them. What was the date(s) and time(s) of the event(s)? Past month. What are the (2) tubing set lot numbers that was in use at the time of the event? Already submitted per. Can you provide a description of the event? The tubing was kinked in a fashion that appeared to be melted together and would not allow the nursing team to restructure and would not allow the flow of the fluids past the ¿kink¿. Was the tubing set attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? During set-up. If patient involvement; was there any effect on the patient from the event? Na. Was there a delay of, or change in, the course of treatment due to the event? Please explain: delay in set-up exposure to blood/bodily fluid/IV solution? If yes, please explain na. Where is the kink located within the tubing set? Below drip chamber, at y-site, etc. Yes. Are the products involved in the event available for investigational purposes? No, they we discarded because of miscommunication of what was needed.